Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia at 400 mg/dl, self-administered an external insulin injection, and elected to remain connected to the ilet pump despite guidance to disconnect for at least two hours, constituting an improper or incorrect use procedure; no device component issue was applicable. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.